Manufacturer narrative:
Investigation summary: an mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. Further information provided by the customer indicates that the product was connected to a sipotreis biotechnology co., ltd set when the leakage was observed. The customer also reports that no damage was observed to the affected product. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance there was not enough information to positively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxplus component in the past 12 months.

Event description:
It was reported that the bd maxplus needleless connector experienced leakage. The following information was provided by the initial reporter, translated from chinese: the positive pressure connector was found to be leaking.